Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, oversensing and oversensing of noise which resulted in inhibited atrial pacing and inappropriate ventricular pacing at fast rate. The lead was capped and replaced. No patient complications have been reported as a result of this event.